Event description:
The customer contacted beckman coulter, inc. (Bec) to report occasional discrepant total beta human chorionic gonadotropin (total b-hcg) results using access total b-hcg reagent on a unicel dxi 800 access immunoassay system. The discrepant patient sample results were not reported out of the laboratory. There was no impact to patient treatment. The customer declined to provide specific patient sample data pertaining to this event. The customer reported that a proactive procedure has been implemented in their laboratory to verify unexpected results prior to reporting results out of the laboratory (i.e., the customer runs all total b-hcg assays in duplicate and the replicate results must be within a pre-established percentage of each other; otherwise, the patient sample is re-centrifuged and reassayed on their other analyzer). A definitive root cause has not been determined for this event.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site as the customer is not questioning the performance of the analyzer. The customer did not provide any quality control (qc) data pertaining to this event.